Event description:
It was reported that this implantable device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that the device is depleting in a manner consistent with the lv capacitors advisory. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.the evidence suggests that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device:

Event description:
It was reported that this implantable device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that the device is depleting in a manner consistent with the lv capacitors advisory. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.